Event description:
The customer reported the ventilator was displaying a message regarding a ram failure. The customer reported there was no patient harm. A ram failure may result in a vent inop occurrence during use in normal ventilation mode. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device was out of warranty for service, the customer declined repair of the device by manufacturers service at this time and reported contract service would be obtained to provide for service of the device.

Manufacturer narrative:
Customer declined service at this time.